Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
No repair information available. Block a: no patient information provided date after calls to end user on (B)(6) 2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.